Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-45 lead implanted: 2014 (B)(6); c4tr01 ipg implanted: 2014 (B)(6). (B)(4).

Event description:
It was later reported that the right ventricular (rv) lead was capped and replaced due to high pacing thresholds after surgical repair of the perforation.

Event description:
It was reported that the patient complained of pain in the chest two days post implant. The right ventricular lead had a lead warning and had a polarity switch. The impedance was varying as it was high the day before the office visit but lower during the office visit. The threshold was also noted to have increased. The high impedances were not able to be reproduced with arm movement. A chest x-ray showed no apparent change form the post procedural chest x-ray. The lead remains in use and is being closely monitored. No patient complications have been reported as a result of this event.